Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx3528 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in france.

Event description:
It was reported there was a leak on the PICC line. It was reported this occurred with two devices. This report addresses the first device.